Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic vaporizer assembly was recommended for replacement to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported anesthetic agent output in excess of set value. There was no report of patient involvement.

Manufacturer narrative:
Correction: the device was repaired by replacing the mixer, not the electronic vaporizer as previously reported. H6 problem code corrected to 180.